Manufacturer narrative:
Section e1: (B)(6). Section h3-other (81): the device was not returned for evaluation as it remains implanted and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient was implanted with a replacement intraocular lens (iol) in the operative eye and was examined post-operatively. The surgeon noticed the patient with corneal edema and the patient experiencing a refractive error from the edema of previous rk (radial keratotomy) incisions. Vision is 20/60. No other information was provided. MDR 3012236936-2023-03093 was submitted for the original iol implant.

Manufacturer narrative:
Additional info: additional information was received and reported the patient continues to have blurry vision. This replacement lens was successfully implanted. Therefore, this supplemental report captures new report of blurry vision. No other information was provided. The following section has been updated accordingly: section h6: health effect - clinical code: 2137 blurry vision. Device evaluation: the product was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. Should material be returned an evaluation will be performed and if there is any further relevant information a supplemental medwatch will be filed. Manufacturing record review: the manufacturing record could not be reviewed since the serial number was not provided. Conclusion: as a result of the investigation and based on limited information available, it cannot be determined if there is a product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.